Event description:
Additional information received from the patient reported that the replacement antenna did not resolve the poor coupling because it did not charge and they had a repeat surgery scheduled for (B)(6).

Event description:
Additional information was received from the patient that reported that her current device was not charging and that she will be having surgery on (B)(6) 2016.

Manufacturer narrative:
Concomitant product(s): product ID: 37791, lot# unknown, product type :recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported on (B)(6) 2016 stating that there was poor recharge coupling. They were able to see the charge screen, but none of the boxes were shaded. They had never been able to get good coupling. A recharge session was attempted on the call, resulting in a poor coupling screen. The patient was at their healthcare provider's (hcp) office the day prior where they tried to get it to work for hours, but they couldn't. An antenna locate (al) feature was conducted with results in the range of 58-62. Despite getting 62, the patient still had 0 coupling bars. The patient's back was sore from all the pushing and prodding they did the day before for 20 minutes when they were trying to get better coupling. A replacement implantable neurostimulator recharger (insr) was shipped to the patient. The poor coupling began in (B)(6) 2016. The indications for use were spinal pain and peripheral neuropathy. The manufacturer representative (rep) reported that the patient was having difficulty recharging. The patient had a fall on (B)(6), 2016. The rep met with the patient and checked impedances; which were normal. X-ray(s) were taken of the pocket area and the managing physician determined that the implantable neurostimulator (ins) was flipped. The physician attempted to manipulate the ins to correctly orient the ins. No symptoms were reported. The rep was going to follow up with the neurosurgeon regarding the flipped ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.